Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA.

Event description:
User received questionable results for sodium for three patient samples. Results from one sample were erroneous. The initial sodium result was 150 mmol/l, it was accompanied by a data flag. The result was reported outside the laboratory. The sample was repeated on this cobas 6000 c 501 module and recovered 128 mmol/l, it was accompanied by a data flag. The same sample was also repeated on another cobas 6000 c 501 module. The sodium result was 131 mmol/l. The patient was not affected by the erroneous result. The sodium electrode lot number was not provided. The field service representative found the reaction cells were being overfilled, and he adjusted the cuvette valve. He ran performance tests to verify analyzer operation.